Event description:
During a superficial femoral artery (unk if stent placement), the physician had finished the case without any problems and the flexor raabe guiding sheath was up and over. While removing the sheath, the tech said they were having difficulty pulling back. They were able to pull some of it back; however, as he was pulling it back it began to unravel. He fluoroed to make sure there were no remaining pieces in the pt, and there were none. They were able to remove the unraveled sheath with no harm to the pt. The pt was fine after the procedure. They had not experienced any problems during the procedure. Additional info received on (B)(4) 2010 stated that upon pulling back on the wire, the braiding pulled apart and the exposed wire could be seen.

Manufacturer narrative:
(B)(4): unk as not provided by the reporter. As instructions for use (IFU) states: all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight. No product was returned to assisted in the investigation. Per the quality control spec, this device is inspected during mfg, insuring the correct inside diameter and outside diameter of tubing. The material of the device is also insured to be free from surface defects, bumps, bulges. In addition, the provided instructions for use cautions the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight. It is feasible that reintroduction of the dilator prior to withdrawal may help to avoid damaging the sheath, especially in cases where scarred/diseased anatomy is present. We are continuing our monitoring of similar complaints.